Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the urinary duct during a stent placement procedure and was removed on unknown date. According to the complainant, during stent removal, the renal side pigtail was bent making it difficult to remove. The stent was successfully removed at the end of the procedure and was noted to be calcified. There were no patient complications reported as a result of this event.